Manufacturer narrative:
Device was not returned for investigation; lot number was not provided. Review of manufacturing records is not possible. Root cause was not determined. It should be noted that this submission is being generated as part of a retrospective review of complaint reports related to caiman devices; since the time of the reported failure and investigation results; instrument has undergone design change. Product not returned.

Event description:
Procedure was an excision of intra-abdominal mass. It was reported that there was not effective hemostasis. Switched to lap 5 (caiman / pl720su) instrument after the reported malfunction. Surgeon typically does double seals on problem areas. No patient injury. No surgical delay; another device was readily available. Surgery was completed as expected. Product discarded; not available for investigation.